Event description:
It was reported, the patient was admitted to the hospital with an overdose, was comatose and unresponsive. The patient was given narcan and immediately responded. The managing hospital physician wanted the pump stopped. Per the patient family, there had not been a refill or reprogramming done recently, and the pt didn't take anything else. The pump was used to deliver hydromorphone.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).